Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 22g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system separated from its safety shield when the needle was withdrawn. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic inspection revealed that there was damage to the internal diameter of the inner/outer assembly. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6028558. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Our quality engineer notes that the damage seen is not related with the assembly process and may be related to the use of excess force during the safety mechanism activation.